Manufacturer narrative:
Reference medwatch report #2600320000-2010-8037. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to wear.